Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation and new information from the site. Per the site, the anterior septal wall puncture was repaired with a patch. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The difficulty crossing the native annulus with the commander delivery system and subsequent cardiac injury was unable to be confirmed. Available information suggests that patient factors (calcification) likely contributed to the event as per information provided, the perceived root cause is calcification on the native valve. Patient factors such as calcification may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking and crossing the native valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from affiliates in finland, there were difficulties when crossing the native aortic annulus with a commander delivery system and 26mm sapien 3 valve during a transfemoral tavr procedure. Difficulty crossing was due to native annulus calcification. The delivery system suddenly crossed to the left ventricle. A pericardial effusion occurred and pericardiocentesis was performed. Sternotomy was then performed to find the source of the bleeding. It was observed that the anterior septal wall was punctured. The valve had been deployed. It was reported that the patient has fully recovered.

Manufacturer narrative:
Investigation is ongoing.